Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in the clinic with concern for outflow graft obstruction (ogo). The patient was sent to the emergency room (ER) for evaluation. The patient presented to the clinic profoundly dyspneic with volume overload unrelieved by increased doses of diuretics. Low voltage and no external power alarms were also noted by the site, and log files were sent for review. Log files captured on (B)(6) 2026, some no external power events and low power hazards. This appeared to have occurred while on battery power. The ventricular assist device (vad) appeared to be functioning as intended.